Event description:
During the laac [left atrial appendage closure] procedure, after placement of the watchman device and removal of the dilator from the sheath, audible suction of air into the sheath was noted. Significant air was noted in the la [left atrium]. Fluid was pulled back into the sheath and the sheath was retracted into the ra [right atrium]. Patient developed bradycardia. A pacing cath [catheter] was placed into the rv [right ventricle]. Patient deteriorated and no pulse was found. CPR [cardiopulmonary resuscitation] and acls [advanced cardiac life support] were initiated. Interventional card responded and performed a lhc [left heart catheterization] which revealed significant air in the rca [right coronary artery] and l [left] coronary system. Air was aspirated as much as possible. After 45 min and several rounds of acls, patient expired.